Event description:
It was reported that the user experienced difficulties while inserting the iab. After the iab was connected to the pump, there was no augmentation. Therefore, the iab was removed and replaced without any add'l complications.